Event description:
Complaint ticket documents customer reports related to amplification detection unit (adu), and reaction vessels (rv) ejection failures (also known as popping rv's) after installation of the technical service bulletin (tsb) 640-060 [001] procedure to lower the amp-detect clamp height and update the amp-detect personality, on an alinity m system, ln 08n53-02. This complaint was linked to a previously conducted investigation which confirmed a product deficiency for the alinity m system, ln 08n53-02, and for the tsb 640-060 [001].

Manufacturer narrative:
Complaint investigation confirmed a deficiency where instances of reaction vessel (rv) ejection failures (also known as rv popping) were observed in the field after execution of technical service bulletin (tsb) tsb 640-060 [001] procedure to lower the amp-detect clamp height and update the amp-detect personality. Urgent field safety notice / field correction recall (fa-am-dec2021-264v2) was issued on february 11, 2022 and a technical service bulletin was issued on february 18, 2022 to address this issue. It was deemed reportable per 21cfr 806 and therefore reportable under 21cfr803. This action was communicated to the FDA on february 14, 2022. The following mdrs were also reported as related to fa-am-dec2021-264v2 (511-risk): 3005248192-2022-00220, 3005248192-2022-00222, 3005248192-2022-00223, 3005248192-2022-00224, 3005248192-2022-00225, 3005248192-2022-00226, 3005248192-2022-00227, 3005248192-2022-00228, 3005248192-2022-00233, 3005248192-2022-00234, 3005248192-2022-00235, 3005248192-2022-00236, 3005248192-2022-00237, 3005248192-2022-00238, 3005248192-2022-00239, 3005248192-2022-00240, 3005248192-2022-00241, 3005248192-2022-00242, 3005248192-2022-00243, 3005248192-2022-00244, 3005248192-2022-00247, 3005248192-2022-00248, 3005248192-2022-00249, 3005248192-2022-00250, 3005248192-2022-00251, 3005248192-2022-00252, 3005248192-2022-00254, 3005248192-2022-00253, 3005248192-2022-00255, 3005248192-2022-00256, 3005248192-2022-00257, 3005248192-2022-00258, 3005248192-2022-00259, 3005248192-2022-00260, 3005248192-2022-00261, 3005248192-2022-00262, 3005248192-2022-00263, 3005248192-2022-00289, 3005248192-2022-00290, 3005248192-2022-00291, 3005248192-2022-00292, 3005248192-2022-00293, 3005248192-2022-00294, 3005248192-2022-00295, 3005248192-2022-00296, 3005248192-2022-00297, 3005248192-2022-00298, 3005248192-2022-00308, 3005248192-2022-00309, 3005248192-2022-00310, 3005248192-2022-00311, 3005248192-2022-00312, 3005248192-2022-00317, 3005248192-2022-00319, 3005248192-2022-00320, 3005248192-2022-00321, 3005248192-2022-00322, 3005248192-2022-00323, 3005248192-2022-00324, 3005248192-2022-00325, 3005248192-2022-00326, 3005248192-2022-00327, 3005248192-2022-00329, 3005248192-2022-00330, 3005248192-2022-00331, 3005248192-2022-00332, 3005248192-2022-00333, 3005248192-2022-00334, 3005248192-2022-00335, 3005248192-2022-00340, 3005248192-2022-00342, 3005248192-2022-00344, 3005248192-2022-00346, 3005248192-2022-00348, 3005248192-2022-00349, 3005248192-2022-00350, 3005248192-2022-00352, 3005248192-2022-00356, 3005248192-2022-00359, 3005248192-2022-00360, 3005248192-2022-00363, 3005248192-2022-00364, 3005248192-2022-00365, 3005248192-2022-00366, 3005248192-2022-00367, 3005248192-2022-00368, 3005248192-2022-00369.

Manufacturer narrative:
G3 was corrected to 15-feb-2022. Date received by manufacturer of aware date is 08-feb-2022.